Event description:
As reported by the affiliate, five days after carotid artery stenting (cas) a patient developed subarachnoid hemorrhage due to cerebral hyperperfusion syndrome and white matter hyperintensities. Antiepileptic drug was transvenously injected and then changed to oral medicine. The patient was discharged approximately 16 days later with minor hemiparesis and aphasia to another rehabilitation hospital. The magnetic resonance spectroscopy score at baseline was 0. The patient was asymptomatic prior to the procedure. Cas was performed on 81% occluded lesion in the bifurcation of left internal carotid artery and common carotid artery. The lesion was moderately calcified. The diameter and length of the lesion was unknown. An unknown precise pro rx stent was placed in the lesion with protection by a moma ultra device (medtronic). Five days after the procedure the patient developed a convulsion and a hemiparesis in the right upper extremity. MRI showed subarachnoid hemorrhage due to cerebral hyperperfusion syndrome and wmh. Although the convulsion disappeared, the hemiparesis and aphasia continued. The symptoms gradually improved and anomaly in the MRI image became smaller. It was unknown if any anti platelet therapy given during/after the procedure. It was unknown whether the patient was on any hypertension medication when the adverse event occurred. Approximately three weeks after the procedure the patient was discharged with minor hemiparesis and aphasia to another rehabilitation hospital.

Manufacturer narrative:
Concomitant devices: moma ultra device (medtronic). As reported by the affiliate, five days after carotid artery stenting (cas) a (B)(6) male patient developed subarachnoid hemorrhage due to cerebral hyperperfusion syndrome and white matter hyperintensities. Antiepileptic drug was transvenously injected and then changed to oral medicine. The patient was discharged approximately 16 days later with minor hemiparesis and aphasia to another rehabilitation hospital. The patient¿s medical history includes hypertension, hyperlipidemia, coronary artery disease, and symptomatic minor stroke. The magnetic resonance spectroscopy score at baseline was 0. The patient was asymptomatic prior to the procedure. Cas was performed on 81% occluded lesion in the bifurcation of left internal carotid artery and common carotid artery. The lesion was moderately calcified. The diameter and length of the lesion was unknown. An unknown precise pro rx stent was placed in the lesion with protection by a moma ultra device (medtronic). Five days after the procedure the patient developed a convulsion and a hemiparesis in the right upper extremity. MRI showed subarachnoid hemorrhage due to cerebral hyperperfusion syndrome and wmh. Although the convulsion disappeared, the hemiparesis and aphasia continued. The symptoms gradually improved and anomaly in the MRI image became smaller. It was unknown if any anti platelet therapy given during/after the procedure. It was unknown whether the patient was on any hypertension medication when the adverse event occurred. Approximately three weeks after the procedure the patient was discharged with minor hemiparesis and aphasia to another rehabilitation hospital. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Subarachnoid hemorrhage and cerebral hyperperfusion syndrome are some of the known potential adverse event associated with implanting carotid stents. Subarachnoid hemorrhage occurs when a blood vessel just outside the brain ruptures. The area of the skull surrounding the brain (the subarachnoid space) rapidly fills with blood. A patient with subarachnoid hemorrhage may have a sudden, intense headache, neck pain, and nausea or vomiting. Sometimes this is described as the worst headache of one's life. The sudden buildup of pressure outside the brain may also cause rapid loss of consciousness or death. Subarachnoid hemorrhage is most often caused by abnormalities of the arteries at the base of the brain, called cerebral aneurysms. These are small areas of rounded or irregular swellings in the arteries. Where the swelling is most severe, the blood vessel wall becomes weak and prone to rupture. Cerebral hyperperfusion is a known potential adverse event associated with carotid stent implantation and is listed in the IFU as such. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome (chs) may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. There are various factors implicated as playing a role in chs, such as cerebral autoregulation, hypertension, ischemia reperfusion injury, intraoperative ischemia, oxygen derived free radicals and baroreceptor dysfunction. Transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. The use of tpa also puts the patient at a higher risk for experience a hemorrhagic stroke. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event.